Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/2.5 mm balloon ruptured. The number of inflations performed and atms reached are unknown. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the distal right coronary artery. The physician used a terumo introducer sheath for vascular access, and a mach1 guide catheter to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good;.